Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture can not be determined. The tube was discarded and therefore, unavailable for failure investigation.

Event description:
The pt's parents reported there was difficulty inserting the obturator in an unspecified size of pediatric tube. There was no injury to pt reported and they used another obturator. No other info was provided.